Event description:
It was reported that this right atrial (ra) lead dislodged a few days after it was implanted with the dislodgment confirmed by x-ray imaging, so it was explanted and a new lead was implanted. The device is not expected to return for analysis. No additional adverse patient effects were reported.